Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. On the same day of onset, the patient was hospitalized for the peritonitis event. It was reported that the cause of the peritonitis could have been due to improper aseptic technique; however as no specific use error or breach in aseptic technique was reported, the cause of the peritonitis is unknown. On an unreported date, the patient was treated with unknown antibiotics. The patient was recovered from the peritonitis event. At the time of this report, physioneal and nutrineal therapies were ongoing. The patient was retrained on aseptic technique. No additional information is available.